Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the impedance and capture thresholds had increased since implant. The lead was capped and replaced.